Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon eval, the rear response button cable was detached from the connector. The cause for the non-functional response button is the detached cable. The root cause for the detached cable cannot be positively identified but is likely assembly error. Once the cable was re-inserted, the response buttons were fully functional. No adverse event resulted from the detached response button cable. The pt was fit with a replacement monitor.

Event description:
A pt service rep (psr) contacted zoll customer support before fitting a pt to report that the response buttons were not working properly. The psr fit a pt with a functioning monitor.